Event description:
It was reported that the patient had a loss of bladder control, was leaking, and peeing down her leg. It was noted that this had been going on for a while now. The patient saw the physician last august, where the device was ¿tweaked¿ and the patient was told that she had until (B)(6) 2013 left with the device. The patient was supposed to go back to the physician, but had not been able to make it because her husband broke his hip. The patient could feel stimulation, but it was weak and it was not cycling. The patient did get a few more programs back in august, had tried increasing stimulation on all of them, but was not having luck and still had issues with therapy. It was noted that the patient was requesting doctor information because her physician no longer takes her insurance and she needed to have the device replaced. It was later reported the patient had to travel 1.5 hours from their home many times for tweaking of their device. It was stated the patient thought their device had not worked from day one as they had hoped. It was noted the patient had their device replaced a week prior to report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-28, lot # v082173, implanted: (B)(6) 2008, product type lead. (B)(4).